Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2017-05319. It was reported the patient's left side lead had pulled out, as confirmed by imaging. The physician suspected the guardian cap could have caused the issue. Follow up identified surgical intervention was taken and the patient's left lead was repositioned to the proper target. Reportedly, during the procedure the lead appeared to be coming through the center, widest part of the opening of the guardian burr hole cap cover. The guardian burr hole cap was removed and replaced. Effective therapy was reportedly restored.